Event description:
User facility reported that the device was in use with a pt. A report was received that alleged the pt received 1st degree burns on her legs. The warming blanket was directly on the pt with an additional blanket on top of the device. The equator unit was set to 36 degrees celsius. The procedure lasted 1 hr. The burns were noticed after the procedure was completed. Pt was given medication for treatment of the burns and has been discharged from hosp care. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.